Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged resulting in pump shutting down. It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.